Manufacturer narrative:
Zoll medical corporation has not yet received the product for investigation. A supplemental report will be submitted if product is returned to the manufacturer for analysis. Note: autopulse resuscitation system model 100 with s/n (B)(4) - 3003793491-2013-00486. Autopulse nimh battery with s/n (B)(4) - 3003793491-2013-00596. Autopulse nimh battery with s/n (B)(4) - 3003793491-2013-00597. Autopulse nimh battery with s/n (B)(4) - 3003793491-2013-00598.

Event description:
It was reported that during pt use, the unit will run about 5 minutes and stops. The pt was (B)(6). The three batteries all had a manufacturing date of 03-2012. First battery had 6 cycles, the second battery had 0 cycles and the third battery had 5 cycles. Additional information was received on (B)(4) 2013 indicating that the customer believes issue was actually associated with the three batteries as autopulse itself was working well. The s/n for the batteries were (B)(4). The charger used to charge these batteries was the cadex. When the batteries were initially received customer believes that they charged up ok. When actively not using the batteries they are stored in the base charger. Three battery rotations are being performed. No adverse pt sequelae was reported.